Event description:
A customer reported an issue with the speaker and vibrate function of their pump, specifically that the speaker was not audible. There was no adverse impact to the customer's blood glucose level reported. The customer continued to use the pump for insulin therapy.